Event description:
It was reported that an ilet system was not charging until the user removed the protective case, after which charging resumed. Symptoms included no clinical symptoms reported. Outcomes included no clinical impact reported. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed a user-interface or use-related issue in which the external case impeded proper charger connection, with the charger and device hardware functioning as intended once the obstruction was removed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to accessory interference with charging.